Manufacturer narrative:
Vyaire reference # (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported while using the avea ventilator, it is alarming ext high ppeak, vent inop, safety valve, low ve and low peep. The customer stated there was no patient involvement associated with this event.